Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was returned with the is-1 lead segment in the header. The setscrews were not tightened down and the lead terminal pin was able to be removed with no difficulty. All setscrews moved freely. A lead was successfully inserted and tightened during testing. Tool and electrocautery marks were noted on the header, however, these would not have contributed to the observation. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that, during a device replacement procedure, the set screws of this device were fully retracted. However, the is-1 portion of the lead could not be removed from the header. The lead had to be cut in order to complete the procedure. No adverse patient effects were reported.